Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results this investigation once it has been completed.

Event description:
**Update** (B)(4) 2013 - medical records were obtained. Medical records indicate patient was revised due to a large, yellowish, cloudy fluid collection due to fascia with fenestration in the posterior capsule and some possible cup impingement in the psoas tendon. The information received does not change the MDR decision.

Manufacturer narrative:
Depuy still considers this investigation closed.

Manufacturer narrative:
The report states: patient was revised to address pain and some audible sound. Doi: (B)(6) 2009 - dor: (B)(6) 2011 (right side). The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Pt was revised to address pain and some audible sound.